Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the nanocross elite pta balloon during procedure to treat severely calcified lesion in the distal, mid and proximal location of the right common iliac artery and superficial femoral artery. The vessel exhibited 60-80% diffused stenosis and had moderate tortuosity. The artery diameter was 7.0mm and lesion length was 200mm. A 6fr sheath was used. No embolic protection was used. There was no damage noted to packaging and no issues when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. The balloon was inflated with a non medtronic(boston) inflation device. It was reported that there was a balloon burst/leak during balloon inflation at 12 atm on the 3rd inflation. Not all fragments of the balloon were retrieved. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device. The balloon accordioned/bunched up upon retrieval at which point it detached from the catheter. Physician was unable to retrieve the balloon so decision was made to tack the balloon against the wall of the common left iliac and the right external iliac. The balloon accordioned on itself in the sfa while attempting to remove. It is reported believed to have also detached in the same location. Patient was discharged the same day and is doing fine. The procedure was completed by stenting the pta to the wall of the left common iliac and right external iliac. No vessel damage. No further patient injury.